Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a shoulder procedure when implanting the healicoil anchor, the first anchor and the screw shaft of the anchor did not engage the bone and the anchor pulled out, then it was attempted again using another healicoil anchor in the same bone hole and the same problem happened. Then a multifix anchor was used and worked without any issues, there was no delay or complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found: read these instructions completely prior to use. Incomplete anchor insertion may result in the anchor not functioning as intended. Breakage of the suture anchor can occur if insertion sites are not prepared with the appropriate instrumentation prior to implantation. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.